Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose of 600 mg/dl. Customer stated that her insulin pump was not delivering insulin because her blood glucose was high; she checked three times and it was 600 mg/dl. The insulin pump alarmed no delivery. Customer declined to troubleshoot. Nothing further reported.